Manufacturer narrative:
Additional information: d10, h6, h10 . One tracheostomy pvc - portex tubes blue line ultra was returned for evaluation. One used sample was returned for evaluation p/n 100/860/080 with lot number reported unknown; the sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination and no water was found in the retuned sample, review the cuff and the pilot balloon. Functional testing on the returned sample was performed by using a syringe to inflate the cuff of the sample and the product immerse in the water in order to detect any leakage and leak was observed between the pilot balloon and the valve. The customer's reported problem was confirmed. According to the investigation, the most probable root causes are, the solvent missing between pilot balloon and valve, inconsistency in the application of thf in the nils or lack of detection by the production personnel on the leak test area. The following action were taken per pervious complaint. Update to the procedure, the change is driven since the machine has a cycle time too tight that causes the operator to not perform adequately causing leakage on the bond between pilot balloon and inflation line and pilot balloon and valve, and manufacturing personnel were notified and trained by the supervisor and quality engineer on about failure mode reported by the customer. According to the investigation the problem source of the reported problem is manufacturing.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid had no issues found at a pre-use check. However, during the use of the product, the reporter noticed air was leaking from the cuff. No information is available regarding whether an unplanned tube change out was required. There were no adverse patient effects.